Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2648988-2019-00038.

Event description:
This is 1 of 2 reports. A sales representative reported on behalf of the customer that the drainage collection chamber of the ins8400 accudrain without anti-reflux valve had snapped off/broke upon priming on (B)(6) 2019. There was minimal handling of the device. There was no harm to the patient as the issue occurred during priming. The only delay was the time it took to retrieve another drain and prime it. No further information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history record was reviewed and no anomaly was reported during the manufacturing and packaging processes that can be associated to the reported condition. No quality event and/or non-conformance was generated for the lot. The fg lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported condition was unconfirmed. The root cause was undetermined. (B)(4).